Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case and service code 204-belt/monitor unusable) has been confirmed. Upon investigation the monitor displayed a service code 204-belt/monitor unusable. The monitor's electrode belt receptacle was pulled from case, breaking wires #1 & #2. The cause of the code 204 is the damaged receptacle. The root cause for the damaged receptacle was excessive force. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor case was damaged and was receiving a service code 204 (belt/monitor unusable).